Event description:
It was reported that at post-op check, upon interrogation the defibrillator exhibited far- r wave oversensing. The device was successfully reprogrammed and normal device function resumed. The patient was asymptomatic and would continue to be monitored. Programming changes were made to resolve the issue. No patient symptoms were reported.